Event description:
This is a female that has undergone a filler to her nasolabial fold in 2008. Two months later, she developed a severe, all encompassing infection of every single injection site along both nasolabial folds requiring a prolonged treatment course. The patient had to be hospitalized, the abscesses had to drained multiple times, and had to undergo multiple imaging studies. The results of the culture came back as enterococcus faecalis. Date of use: 2008. Diagnosis or reason for use: cosmetic correction.